Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: moisture was evident behind the display lens. The pump did not power up and was found unresponsive. The returned battery cap was able to fully tighten and the battery compartment was observed to be intact. There was no evidence of moisture inside the battery compartment. The keypad appeared to be cut at the down keypad button. The keypad was removed for further investigation and there was no contamination observed under the key contacts. A leak test revealed a leak at the display lens. The pump case was removed and there was evidence of moisture contamination inside the pump and on various electrical components. Further testing was prohibited due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the display was blank, there was no audio or vibration which indicated no power and there was no damage to the battery cap or battery compartment. Reportedly, there was no moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.